Manufacturer narrative:
(B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome was used during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed on (B)(6)2017. According to the complainant, during the procedure, angulation was performed and a piece of the cut wire broke into the cavity. The physician removed the truetome immediately and successfully retrieved the portion of cut wire that detached inside of the patient. The procedure was completed with another truetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned device found that there were no visual defects. The returned device looked to be in good condition and the cutting wire had no evidence of damage. Based on the investigation results, the returned device showed no evidence of either alleged issue or any defect which could have contributed to the event. The most probable root cause is not confirmed. A DHR (device history record) review was performed and no deviation was found. Same lot: no other complaints have been reported for lot number 19183109.

Event description:
It was reported to boston scientific corporation that a truetome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, angulation was performed and a piece of the cut wire broke into the cavity. The physician removed the truetome immediately and successfully retrieved the portion of cut wire that detached inside of the patient. The procedure was completed with another truetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.